Event description:
It was reported that the patient experienced ineffective therapy. Visual confirmation revealed the left supra-orbital lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was repositioned to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.